Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery with multiple cartridges. The customers blood glucose level was 500 mg/dl. Customer administered a manual injection to address high bg level. Reportedly, the customer reverted to manual injections for insulin therapy.